Event description:
Fiberoptic light source failed during shoulder arthroscopy procedure. Surgeon was unable to see surgical site. A defective fiberoptic cable was replaced by biomed, resolving the problem. The case resumed and was completed.we have had numerous identical failures with this model light source/light cable.